Manufacturer narrative:
Updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. Distribution history: the complaint product was manufactured at csi in 10/04/2024 and was sold on 1/16/2025. Manufacturing record review: DHR was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions for the velcro dislodging. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
No additional information.

Manufacturer narrative:
G2: foreign: united kingdom. Device location is at the facility of use. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the nursing staff noticed that the velcro holding the tube in the neofit was dislodged, not sticking and dysfunctional, so the tube may come loose or move out of place. Immediately bleeped registar on duty, she came in less than 1 minute and changed neofit to a new one and secured properly at 7 cm at lips, vital signs taken and recorded. No patient harm reported. 1216677-2025-00049 (B)(4).